Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, duration, and frequency not reported) for peritonitis. Two days after being hospitalized, the patient was discharged. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.